Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: h4. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product/provided pictures identified signs of use with some wear and tear on the proximal end of the driver and on the shaft of the driver as well. The ball end at the distal end of the reamer driver has fractured and was not returned with the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; d9; g2; g3; g4; g6; h1; h2; h3; h4 h3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while the surgeon was using the instrument, the tip fractured on the instrument. There was no report of foreign body retained or harm to the patient. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. H6: component codes: mechanical (g04) - drill. Once the investigation has been completed, a follow-up MDR will be submitted.